Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The patient reported that she believe the ins was ¿going dead¿ because sometimes it worked and sometimes it did not work. She stated that she could feel stimulation sometimes and sometimes could not. It was also stated that the patient programmer did not communicate with the ins. The patient reported her ins was 10 years old and she believes it had reached end of battery life.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the steps taking to resolve the intermittent stim and implantable neurostimulator (ins) end of life was that patient was sent information on providers who could give her an implant evaluation. She had set up an appointment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional follow-up with the patient determined that the patient was scheduled to have the ins replaced on dec-29-2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.